Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unknown spinal procedure. It was reported that the tip of the driver broke off in the screw while implanting in the patient right at the stress point. No fragments were left in the patient, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.